Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after a successful intubation, the physician found out that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The physician did not immediately remove the guidewire and checked the patient. There were no fragments found in the bile duct however, some were noted in the duodenal papilla. Reportedly when the physician checked again, no fragments were seen inside the patient. It could be that during stone removal or during placement of nasobiliary drainage, the fragments were removed. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a common bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after a successful intubation, the physician found out that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The physician did not immediately remove the guidewire and checked the patient. There were no fragments found in the bile duct however, some were noted in the duodenal papilla. Reportedly when the physician checked again, no fragments were seen inside the patient. It could be that during stone removal or during placement of nasobiliary drainage, the fragments were removed. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.